Event description:
It was reported that the patient's pump was "beeping" five times an hour. Interrogation revealed a motor stall had occured. No patient symptoms, treatment, or outcome was reported. No reason was provided for the motor stall. The patient's pump contained morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.